Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone with a non-medtronic 6fr sheath and non-medtronic 0.014 wire during treatment of a 50mm calcified lesion in the patient¿s mid right superficial femoral artery (sfa) of diameter 5mm. Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 80-90% stenosis. IFU was followed. Pre-dilation was performed. Moderate resistance was noted during withdrawal of the device and on removal the physician noted the device was not intact. Fluoroscopy revealed the tip of the device has detached and remained on the wire in the proximal sheath. The physician attempted to remove the wire with the tip unsuccessfully. A second non-medtronic 0.014 wire was attempted to be advanced unsuccessfully. Angiography revealed lesion was reduced to 40% stenosis and decided to remove the sheath, wire and detached tip in tandem. This was completed without difficulty. Procedure completed at this point. No patient injury reported.

Manufacturer narrative:
Image review: one cine image was returned for review. Inspection of the returned image revealed the distal end of a sheath with the target vessel. A device tip appeared to be located within the distal tip of the sheath; however, due to the quality and clarity of the image, the identity of the device within the sheath could not be determined. The returned cine was consistent with the reported event; however, the reported event could not be confirmed from the image. Product analysis: hawkone device was returned to medtronic investigation lab for evaluation. The device was received with in a sealed biohazard bag. Ancillary devices were returned; a sheath and guide wire. The cutter driver was returned attached to the hawkone device. A bend in the torque shaft beneath the strain relief was noted. The device was returned with the housing assembly detached and the cutter and driver shaft exposed. The sheath and guide wire were separated from the hawkone catheter. The guide wire was returned loaded through the returned sheath. It was noted that dried blood like substance was noted in the sheath tubing and on the outside of the sheath. The od of guide wire was measured as 0.014. Multiple bends were noted along the sheath. A kink was not approximately 73.3cm proximal from the distal tip. Tears were noted in the distal tip of the sheath. The guide wire could not be removed from the returned sheath; only the sheath hub was able to removed from the device. A light was used to illuminate the inner circumference of the sheath and it was noted that the hawkone distal tip was located within the sheath. The sheath was cut and the hawkone distal tip was removed. It was noted upon removal that the guide wire was prolapsed around the distal housing of the device. Upon removal of the distal tip, it was noted that the guide wire was bent and there was a loop with the wire. It was also noted that the covering of the wire was rolled back upon itself and the guide wire was exposed. Microscopic inspection of the distal housing revealed that the housing detached distal to the anchor pockets. The inner coils of the housing were bent and deformed and protruding out from the proximal end of the housing. Inspection of the distal segment of the housing revealed biological debris with in the housing. Inspection of the guide wire lumen revealed that proximal end of the guide wire lumen was detached and pulled proximal. The rest of the guide wire remained intact. A blue discoloration was noted at the rotating distal tip, the discoloration was consistent the guide wire coating. The cutter was advanced approximately 2.6cm from the cutter window assembly. It was noted that a fragment of the inner laser drilled coils remained attached to the cutter window assembly. A clear plastic material, consistent with pet was noted on the cutter of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was safely removed from the patient with all components removed. There was no vessel damage noted. If information is provided in the future, a supplemental report will be issued.